Manufacturer narrative:
The download data from the returned device showed that an 0x5b alarm had been generated, indicating the occlusion data checksum failed. Inspection of the pod found no damages or manufacturing deficiencies that would contribute to a hazard alarm. The exact cause of the 0x5b occlusion alarm could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or drive stalls. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. D4. For serial number.

Event description:
It was reported that the patient's blood glucose level was over 22 mmol/l (396 mg/dl). The pod was worn on the abdomen between 5 and 24 hours when an "auto-off" hazard alarm occurred. Upon investigation, the exposed portion of the soft cannula was kinked.